Event description:
The home patient (hp) reported feeling overfilled with fluid while using the homechoice cycle for apd therapy. The hp performs a manual exchange of 2500mls during the day, which patient later drains out during the initial drain phase of the subsequent apd therapy. The hp drained out 393mls during the initial drain when the cycler advanced from initial drain into fill 1, at which time the device delivered the programmed fill volume of 2300mls. The hp relates that after receiving the programmed fill patient felt overfilled, at which time patient placed the device into a manual drain until patient felt emtpy. Hp does not remember the volume of fluid drained but relates not draining out the full 2500mls during the initial drain, patient may have been filled with approximately 4,400mls of fluid. The hp relates that after manually draining patient continued therapy to completion with no further difficulties and there was no patient injury or medical intervention.